Event description:
It was reported that the patient's right atrial (ra) lead exhibited oversensing noise, resulting in inappropriate automatic mode switch (ams), and the right ventricular (rv) lead exhibited low defibrillation impedance. An insulation defect was alleged on the right ventricular (rv) lead. Programming changes were made initially for the rv lead impedance. The physician elected to explant both leads and replace them with new ones. The patient's condition remained stable.